Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a problem with the neutral pad electrode prior to a procedure, after anesthesia was administered. Despite replacing three pads and two cables, the indicator remained red and did not turn green, and no error messages were shown. The tse instructed the nurse to shut down the erbe iesu and da vinci systems, including using the circuit breaker of the video tower, but the issue persisted. They checked the cable connectors at the erbe for issues but found none. The orientation of the pad on the patient was checked and deemed irrelevant to the problem. Efforts to resolve the issue included removing the patient's hair and cleaning the skin, and trying the pad on different body areas (arm and stomach) without success. The same pads were reportedly used successfully on another da vinci system in the hospital. Without a functioning neutral pad, monopolar energy cannot be used, resulting in a likely conversion to laparoscopic surgery. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported neutral pad socket was loose issue was confirmed but not replicated. In error log, the m-0b error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu was installed on an in-house system where the unit functioned as expected. The generator energized and cauterized and all ports recognized instruments. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.

Event description:
Refer to h11 for follow-up information.